Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed, openings on the device. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, a left side exchange with no complaint against the device. Healthcare professional, later reported, deflation. Device has been explanted and replaced.